Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
One of the toothbrush heads broke whilst in use [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that on (B)(6) 2016 one of the oral-b power oral care refills precision clean broke while in use with an oral-b rechargeable toothbrush, version unknown. She stated that she had been using oral-b for years and had been very happy with all of the products; this had never happened before. No symptoms developed. On 23-jun-2016 received consumer's follow-up e-mail: the consumer reported that she put the brush head in the dustbin, so no longer had the item to return. No further information was provided.